Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implant date has been estimated to (B)(6) 2021 as the only information received was (B)(6) of 2021.

Event description:
It was reported that in (B)(6) of 2021, a 31mm epic valve was implanted for mitral valve replacement. On (B)(6) 2022, the patient presented with heart failure and early valve deterioration with stenosis and calcification. The patient experienced shortness of breath. An explant procedure occurred on (B)(6) 2022. The valve was replaced with an non-abbott mechanical valve. Patient status is alive. No additional information was reported.

Manufacturer narrative:
Explant was reported due to early valve deterioration with stenosis and calcification. The investigation found that cusp 1 was torn. There was a thin layer of fibrin on the outflow surface of cusp 2 and cusp 3, and on the inflow surface of cusp 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined. The implant date has been estimated to (B)(6) 2021 as the only information received was august of 2021.